Event description:
It was found membrane broken during the first use, 2 minutes after patient connection. Blood flow rate: 80ml/min. Tmp:35mmhg. No info concerning blood loss. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage in the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.